Event description:
It was reported that this pacemaker exhibited loss of capture and high capture thresholds on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited loss of capture and high capture thresholds on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.